Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped due to noise and high capture threshold. Aborted vf episodes due to noise were noted. Lead fracture and externalized conductors were observed via fluoroscopy.